Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-sep-2020. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00 x 12 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. However, the device was returned without the stent.